Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bladder, urge incontinence and urinary/bowel dysfunction. It was reported that the patient was not happy with the device at all. None of the programs were working. Program 1 and 2 would be great but patient can only go as high as 0.2 or 0.3ma and they were not doing their job. Patient said if they have it higher it zaps them and it was very uncomfortable. Program 3 feels like it's vibrating down there. Patient still had urgency and leakage, their bladder was worse now than it was before the implant. Patient would like the device out of them because when they got urgency before at least they could control it more. Patient had stomach cramps like their menstrual period so damn bad they were taking medication. The pills worked better then the device. Programs 3-4 were not even tolerable. Patient pee's themself now. At least before they could sit for a minute and let the urgency pass. Now it was like they had no muscles down there. When they woke up they had no control, and they never had this before. Before they could squeeze. Now stands up and it comes out. During the trial patient was able to change from left to right side and get some relief. Patient had tried all 7 programs. The issue was not r esolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient stated that they missed their post operation appointment and had to reschedule.